Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had continued to see no device found when charging. The patient stated she was reprogrammed because implant was too low and not picking up signal and said ins was too low. The rep called on october 24th stating that the patient was still having difficulty with recharging despite getting a new insr. The patient gets from no connection to good, however, it's mostly poor connection or no connection since implant. Passive recharge mode gave range of numbers from 62 to 92; the high number is only when rep pushes the insr against the implant. Assessment of the pocket indicates patient' implant is at an angle and pocket is deep. They discussed that the patient possibly needing surgical intervention. Ins was in the same pocket as the prime advance battery before, although the hcp did try to make the pocket accommodate to the smaller implant. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on january 17th. They stated that the patient followed up with a neurosurgeon and has decided to have her system removed. She does not have a surgery date yet. The device will be returned by the hospital after explant. No further complications were reported. Omitted information included in related file (B)(4) 1st implant gave trouble.